Event description:
The customer questioned high results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient sample are a reportable malfunction. The initial ca2 result was 12.49 mg/dl. The repeat result was 9.12 mg/dl. The incorrect result was not reported outside of the laboratory. No adverse event occurred. The ca2 reagent lot number was 32443101 with an expiration date of 31-may-2019. The customer had performed monthly, daily and weekly maintenance the morning of the event. The customer replaced the measuring cells at this time. There were no issues with qc results. The customer had run approximately 100 patient samples and received 2 abnormal probe sucking alarms but the customer wasn't sure if these alarms occurred around the time of the ca2 results. The field service engineer (fse) visited the customer site and found the sample probe was dirty. The customer ran probe washes and completed air purges. The fse performed a precision check x21 and the results were will within the acceptable range. The customer ran calibration and qc. The customer has not had any further issues since the service visit. Calibration and qc were acceptable. No issues were identified during a review of the customer's alarm trace data. The investigation determined the dirty sample probe was the root cause of the issue.